Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report her event. During the call, the customer noted that she removed lint and cleaned the subject device. She then connected the same scope to the unit and the imaging issues were still present. She then moved to a new tower with the 'bad' scope and the issue followed. This convinced the customer that the problem was isolated to the scope, not the light source. At this time, the subject device is not scheduled for return. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that when she connected her olympus evis exera iii xenon light source a compromised image was present. According to the initial reporter, the scope gave a dark image, then no image, then a fuzzy pixelated image. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the following led to the malfunction: a) a failure on the scope side, and a defect in the endoscopic image occurred. As the subject device was not returned to olympus for evaluation and the scope was repaired by a third party, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The failure occurred during an unspecified procedure. The procedure was completed with the same scope. The scope was sent to a third party company.